Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set cannula pull out issue on (B)(6) 2026 and the patient experienced freezing, confusion and delusion. No further information is available.